Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. No parts have returned to the manufacturer.

Event description:
A medtronic representative reported that outside of a procedure the computer on the navigation system continues to reboot. There was no patient present when this issue was identified. No additional information is available.